Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was in place and they had extra depth to work with when they were advancing the non-bsc pigtail catheter. The pigtail came out of the was and kinked which pushed it through the appendage causing a perforation and pericardial effusion. A pericardiocentesis was performed and they drew off 725ml of blood and returned it to the patient using a cell saver. The patient was sent through surgery where a clip was placed on the laa. The patient was stable after the surgery and was set to be released the next day.